Manufacturer narrative:
H4 device manufacture date, corrected data: initial report inadvertently listed MFR date as "na" when the manufacture date was known.

Event description:
Patient presented with an increase in seizures and was referred for a battery replacement. The patient underwent a generator replacement but the explanted generator was discarded by the facility. No other relevant information has been received to date.